Event description:
Hold cs 7.12it was reported that a patient underwent a hysterectomy procedure on 1/10/2022 and suture was used. When suturing the uterine stump, the suture needle pulled off. The endoscope was immediately used to hold the needle and prepared to take it out under the gaze of the laparoscopic lens. During the needle taking process, the needle jumped into the abdominal cavity. The needle wasn't found after immediate search. It was located through the c-arm. Finally, the needle was found and taken out from the abdominal cavity. Replaced the new absorbable suture and completed the operation. It prolonged the operation time and increased the risk of surgical infection. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.1. How long was the delay in the procedure?.2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time?.3. Was additional dissection required in other tissues other than the target tissue? If yes, please describe.4. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time?.5. If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery?.6. Any medical or surgical intervention?.7. Were there any adverse patient consequences?.8. What is the patient¿s current status?.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.this is a combination product, and the event has been reviewed for both the suture and the triclosan.trade name irgacare®active ingredient(s) triclosan.dosage form suture/solid/parenteral.strength 275 g/m . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how long was the delay in the procedure? The procedure was prolonged for about 2 hours (mainly the time to find the needle). Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Any medical or surgical intervention? Were there any adverse patient consequences? What is the patient¿s current status? The patient had no other postoperative adverse events, and the patient was discharged . Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.